Manufacturer narrative:
Unit passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error 54 was present in the pump trace download due to software error ((B)(4)). Pump error 3 was present in the pump trace download, problem isolated to electronic board stack. Pump communicated properly with test guardian link transmitter. No auto mode anomalies, auto mode loop anomalies, enter bg messages, wait to calibrate messages, calibration anomalies, insulin suspended alerts, no delivery alerts or insulin flow blocked alarms noted during testing. The correct test bg value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were able to clear the alarm and was able to rewind the pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.